Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device reached premature battery depletion and was explanted and replaced. It was further reported that the atrial lead had low impedance, high thresholds, and undersensing. The atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.